Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged high blood glucose issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer experienced intermittent high blood glucose (bg) levels of 502-648 mg/dl; cause was unknown. Customer administered a manual injection to address elevated bgs. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer reverted to an alternate method of insulin therapy.